Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There are one other complaint in the lot. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, the patient was unhappy with reading and having visual disturbance and halos at night. The iol was explanted in a secondary procedure. Additional information has been requested and received stated that surgeon prognosis was good, patient issue was resolved and patient was not hospitalized.